Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the pump valve would not lock the fluid in the cylinder, causing it to deflate shortly after filling. A new spectra penile prosthesis was implanted. Following the surgery, the patient was stable and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, these activation issues could affect the functionality of the device as the reported of mechanical and inflation issues. Product analysis confirmed the reported events. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp flat reservoir was visually inspected, leak tested and examined using a microscope; no visual damages were found upon inspection. The reservoir passed all tests performed. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the proximal and in the cylinder bodies although no leaks were found. Both cylinders passed all tests performed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the device as the reported of mechanical and inflation issues. Product analysis confirmed the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen, based on the failure with the pump that was identified. Mechanical difficulty with the device is known as of a risk of the device and is included in hazard analysis.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the pump valve would not lock the fluid in the cylinder, causing it to deflate shortly after filling. A new spectra penile prosthesis was implanted. Following the surgery, the patient was stable and the event resolved.